Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies with the exception of procedural damage.

Event description:
New information received notes that the patient's left ventricular lead had dislodged. The lead was removed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out for eri. Upon interrogation prior to the procedure, it was noted that the left ventricular lead was not capturing. The lead was capped. The patient was stable